Event description:
A pt with a moderately large patent ductus arteriosus was critically ill with multisystem failure (anasarca). The cardiovascular service deemed the pt too medically ill for surgery. However, in 2003 a 6-4mm pda device was placed, recognizing the risk for arch obstruction. The pt improved, but had significant arch obstruction related to the position of the device. In 2004, the pt had a repeat catheterization with an aortic stent implantation to successfully relieve the arch obstruction. The pt improved dramatically with the device implantation.